Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose level yesterday. Customer had some sensor issues and his current blood glucose level is 200 mg/dl. Customer's blood glucose was in the 40's mg/dl and he took 3 glucose tablets. Customer declined troubleshooting for the low blood glucose because he thinks that he just didn't eat enough yesterday.